Event description:
It was reported that the physician implanted a gore helex septal occluder. At a one month f/u on (B)(6) 2011, a large shunt and add'l motion of the device was noted. On (B)(6) 2011, a surgical reintervention was performed, the occluder was removed and the defect was surgically closed. The explanting physician noted that the device looked equally deployed with the device locked. No frame fractures were identified. The pt was doing well following the procedure.

Manufacturer narrative:
The review of the mfg records verified that this lot met all pre-release specs.